Manufacturer narrative:
(B)(4). The medtronic service engineer (se) inspected the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverts. The ventilator was tested and placed back in use at the customer site.

Event description:
The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the display on an 840 ventilator was inoperative. Although requested, the following information was not provided: if a patient was impacted by the reported event, patient outcome, as well as if any intervention was required on behalf of the patient.